Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the handle was broken after surgery. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) four times as documented in the repair reports in livelink. The last repair was january 26, 2015 where it was reported that the ratchet handle was not working and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet handle was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the handle was unscrewed from the hinges so no pre-test could be performed. The comb, roller, and side plates were all damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number 03943, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the handle was unscrewed from the hinges. While the service technician confirmed the reported event by finding the handle unscrewed from the hinges, it cannot be determined how the handle became unscrewed. Therefore, the root cause of the handle being broken cannot be specifically determined with the provided information. The issue was resolved with replacement of the roller, worn bushings, worn side plates, damaged comb, and damaged hardware . The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft handle is broken. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was damaged.